Manufacturer narrative:
The involved suction oral swab was discarded by the reporting facility. On (B)(6) 2018, evaluation of the returned same lot sample determined the lot number to be lot 65647. The suction oral swab same lot sample was fully intact. The green foam was adhered to the swab and could not be separated by manual means using normal pressure. Review of the photograph of the involved device showed one suction oral swab with the distal end of the green foam separated from the rest of the foam head. The suction oral swab stick was fully intact and did not appear to have any signs of cracking or damage with green foam still attached to the stick. This would indicate that there was enough glue on the suction oral swab to keep the green foam attached, however, the distal end of the green foam head had to undergo a force to cause it to tear apart from itself. The glue is what causes the foam head to adhere to the swab stick and the evidence demonstrates that the disengagement is most likely not due to a glue issue. Production history records for the reported lot were reviewed. All in-process quality checks indicated passing results. Consultation with the manufacturing engineer and technician was performed. Multiple suction oral swabs from a different lot were examined and tested. The problem could not be replicated on the manufacturing equipment. A labeling review of the finished good was performed. The instructions for use state, ¿do not allow patient to bite down on the oral care tool. Use a bite block if patient has altered levels of consciousness or cannot comprehend commands. Use caution with children and unresponsive individuals. Failure to follow these safety precautions may damage the device and present a choking/aspiration hazard. May not function as intended/potential risk of cross-contamination if device is reused.¿ the review of the label is adequate for the intended use of the device and did not contribute to the reported failure. A definitive root cause could not be determined. A potential root cause could be force applied to the foam head during use; without examination of the involved suction oral swab, user error related to biting cannot be ruled out. Due to the review of the photograph, examination of the same lot sample return, review of labeling, interviewing of relevant personnel, and review of the product history and manufacturing records, there is insufficient evidence to conclude the reported issue was attributable to a quality defect or manufacturing operations.

Event description:
Report received of a malfunction resulting in foam disengagement. On an unknown date, oral care was performed on a male patient who was sedated and intubated. The reporter stated during use of the suction oral swab, half of the distal end on the green foam disengaged inside the patient's mouth, with the proximal half of the green foam remaining adhered to the suction straw. The reporter stated the foam was successfully removed from the patient¿s oral cavity and no injury occurred. The reporter stated the patient did not bite on the device, however, a bite block was not in use. The reporter stated the suction oral swab was not left to soak in a solution prior to use. The reporter provided photographs of the involved suction oral swab, however discarded the involved swab. The reporter retained one unused oral care package from the involved kit and agreed to return for evaluation. Although requested, no additional information was available.

Manufacturer narrative:
Awaiting product return.

Event description:
Report received of a malfunction resulting in foam disengagement. On an unknown date, oral care was performed on a male patient who was sedated and intubated. The reporter stated during use of the suction oral swab, half of the distal end on the green foam disengaged inside the patient's mouth, with the proximal half of the green foam remaining adhered to the suction straw. The reporter stated the foam was successfully removed from the patient¿s oral cavity and no injury occurred. The reporter stated the patient did not bite on the device, however, a bite block was not in use. The reporter stated the suction oral swab was not left to soak in a solution prior to use. The reporter provided photographs of the involved suction oral swab, however discarded the involved swab. The reporter retained one unused oral care package from the involved kit and agreed to return for evaluation. Although requested, no additional information was available.